Event description:
It was reported that a crbs polarx fit balloon cath during procedure after the left superior pulmonary vein was treated, a blood detection error was detected in the balloon, so the balloon and the cryo-cable were replaced, the sheath remained to continue the procedure. A deflation issue occurred first, and after that a blood detected error appeared. Is unknown if there was blood present inside the catheter when the error happened. No patient complications reported, and the device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
The device was returned to boston scientific for analysis. The polarx catheter was visually inspected in attempt to identify the cause for the blood detection error seen in the field. No visible blood was seen inside the balloon and no external damage was noted. The device was assessed with an isaac pressure decay testing system to determine if any potential leak paths existed that may have contributed to the blood detection error in the field. Testing performed with same pressure and acceptance parameters as the manufacturing work instruction. With the returned device being fully assembled, no additional plugs are necessary to execute tests. The inner balloon pressure (3psi) passed, the inner balloon fit pressure (8psi) passed, the inner balloon vacuum (-11psi) passed and the out balloon vacuum (-11psi) also passed. The polarx device was then connected to the smartfreez console in attempt to recreate the blood detection error seen in the field. After multiple bending, steering, inflation, and slider switch manipulation cycles, the polarx did not trigger any blood detection errors. At this point, the device was fully assembled, and had not been dissected. The polarx device had a normal operational blood detect index of 22. The polarx device passed all functional and leak tests indicating there were no device defects that allowed blood or fluid inside the catheter. The polarx was then dissected to further investigate blood detect wires for symptoms that may have resulted in the blood detection error. The complaint was confirmed through analysis.

Event description:
It was reported that a crbs polarx fit balloon cath during procedure after the left superior pulmonary vein was treated, a blood detection error was detected in the balloon, so the balloon and the cryo-cable were replaced, the sheath remained to continue the procedure. A deflation issue occurred first, and after that a blood detected error appeared. Is unknown if there was blood present inside the catheter when the error happened. No patient complications reported, and the device is expected to be returned.